Event description:
Positive advia centaur cp troponin ultra results were obtained on one patient sample. Upon retest, the results were negative. The initial results were not reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate the cause of the discordant results was due to the corrosion of the aspirate blocks. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.